Event description:
It was reported by service report that the footboard is non functional. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
IV pole, footboard.